Event description:
It was reported that an adverse event occurred. The patient reported a low transmitter battery alert occurred followed by the battery failure. The patient inserted a new transmitter and battery on (B)(6) 2022. By midnight, the transmitter had failed and he was vomiting. His spouse took him to the hospital where his blood glucose upon arrival was 848 mg/dl. He was admitted to the intensive care unit (ICU), treated with IV fluids, insulin and released 4 days later. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.